Event description:
It was reported that the pump touch screen was on, but the display remained black. There was no adverse impact to customer¿s blood glucose level. Customer reverted to relying on the mobile app to interact with the pump for insulin therapy.